Manufacturer narrative:
(B)(4).

Event description:
It was reported auto mode switching episodes were noted on a merlin transmission. The patient was asymptomatic. High amplitude noise and a drastic increase in lead impedance measurement were also detected. The patient was scheduled for a lead replacement procedure. No further information is available.

Event description:
New information received states the device was explanted and replaced due to high lead impedance.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.